Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. The customers son assisted in addressing the elevated blood glucose with a manual dose injection. The customer changed supplies and resumed insulin therapy.